Event description:
Patient had stopped using the meter for the past two months since the meter displayed the "not ok" message. Recently the patient visited the physician for a schedule appointment and was advised that the patient should be testing everyday. The patient did not recieve any treatment. The patient contacted lifescan for assistance. Customer service walked the patient through cleaning the meter; testing useing the proper technique; and issue was not resolved. Customer servuce sent the patient a replacement meter.